Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lap appendectomy, there was a problem unloading the device. The jaws did not open. Another device was use to complete the procedure. There was no patient injury.